Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reby2377 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that during insertion of the catheter the wire became stuck within the catheter. The catheter and wire were removed and discarded. No other information was provided. This file addresses the first of two devices.